Manufacturer narrative:
Medtronic ers evaluated the device and observed the device would no power on. Testing determined the charge pak; external battery pack; was depleted and the hlc battery was depleted. Testing found that the device had a higher than normal off current, source of the current draw was traced to the vlcd voltage line. The component causing the current draw was not determined. The customer was provided with a replacement device.

Event description:
Out of box failure. The customer reported that when the box was opened all icons were activated.